Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was hit by a golf club and the pump touch screen became shattered and pixelated making the screen unreadable and the pump features inaccessible. Customer's blood glucose was 200 mg/dl. Reportedly, customer does not have a backup method of insulin therapy and the patient declined a follow up from tandem technical support.